Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was physically installed in the location designated for drawer 5, while drawer 5 was physically installed in the location designated for drawer 4. A field service engineer (fse) verified that the matrix drawer 5 was physically in position 5 but was configured in es as drawer 4 and full height drawer 4 was in position 4 but was configured in es as drawer 5. Then shut down the station and swapped drawer positions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 4 and 5 were swapped location. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.